Event description:
The hosp rep reported an infusion pump with fail code 812:02. Info regarding whether or not the device was in use on a pt when this failure occured was not available. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.